Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and caregiver noted the cartridge was empty shortly after a supply change, with uncertainty whether the reported remaining insulin reflected the fill-tubing step or post-change available units; they were advised to replace all supplies, insert the new infusion site in a different location, and declined walkthrough assistance. Symptoms included hyperglycemia with a peak blood glucose of 368 mg/dl for about one hour, without ketone testing and without professional medical intervention. Outcomes included no immediate health effects and no use of backup therapy. Investigation included customer counseling on complete supply replacement and site rotation. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected supply depletion or delivery interruption related to infusion set or cartridge usage, though no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.